Event description:
Additional information was received indicating loss of capture was noted on the right atrial (ra) lead and the left ventricle (lv) lead. Increase in capture threshold and decrease in r-wave amplitude were noted on the right ventricle (rv) lead.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that prior to the explant procedure, the device was reprogrammed to vvi with right ventricle only pacing.

Event description:
It was reported that inadequate measurements were noted on the right atrial (ra) lead, the right ventricle (rv) lead, and the left ventricle (lv) lead. Diagnostic imaging was performed and dislodgement due to twiddler's syndrome was observed on the ra lead, the rv lead, and the lv lead. A revision procedure was performed and an infection of the pocket was noted. The ra lead, rv lead, lv lead, and device were explanted and not replaced. The patient was treated for the infection and is in stable condition.